Event description:
The article, "tavi performance at a single center over several years: procedural and clinical outcomes", was reviewed. This research article is a retrospective single-center experience to evaluate procedural and clinical outcomes of transfemoral transcatheter aortic valve implantation (tavi) performed by the same operators using different bioprosthetic valves. The devices included in this study were esv, corevalve, evolut r, portico, myval, dfm, and acurate neo. The article concluded that a high level of collaboration between experienced operators and innovations in devices seem to be the key features for achieving high procedural success and low complication rates. [The primary author was huseyin dursun, department of cardiology, faculty of medicine, dokuz eylul university, izmir 35340, turkey.] [The secondary and corresponding author was tugce colluoglu, department of cardiology, faculty of medicine, karabuk university, karabuk 78200, turkey, with corresponding e-mail: tugcecolluoglu48@gmail.com.] This study included patients who underwent tavi from 01 june 2012 to 01 december 2023. A total of 375 patients were included in the study, of which 7.2% (27) received an abbott device. The average age was 78.4 years. The majority gender was female. Comorbidities included hypertension, diabetes mellitus, coronary artery disease, chronic obstructive pulmonary disease, and peripheral artery disease.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: tavi performance at a single center over several years: procedural and clinical outcomes. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "tavi performance at a single center over several years: procedural and clinical outcomes", was reviewed. This research article is a retrospective single-center experience to evaluate procedural and clinical outcomes of transfemoral transcatheter aortic valve implantation (tavi) performed by the same operators using different bioprosthetic valves. The devices included in this study were esv, corevalve, evolut r, portico, myval, dfm, and acurate neo. The article concluded that a high level of collaboration between experienced operators and innovations in devices seem to be the key features for achieving high procedural success and low complication rates. [The primary author was huseyin dursun, department of cardiology, faculty of medicine, dokuz eylul university, izmir 35340, turkey.] [The secondary and corresponding author was tugce colluoglu, department of cardiology, faculty of medicine, karabuk university, karabuk 78200, turkey, with corresponding e-mail: tugcecolluoglu48@gmail.com.]. This study included patients who underwent tavi from 01 june 2012 to 01 december 2023. A total of 375 patients were included in the study, of which 7.2% (27) received an abbott device. The average age was 78.4 years. The majority gender was female. Comorbidities included hypertension, diabetes mellitus, coronary artery disease, chronic obstructive pulmonary disease, and peripheral artery disease.

Manufacturer narrative:
Summarized patient outcomes/complications of portico device were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, coronary artery disease, chronic obstructive pulmonary disease, and peripheral artery disease. Complications reported included stroke, cardiac arrest, thrombus, pseudoaneurysm, vascular dissection, renal failure, coronary occlusion, hematoma, embolism/embolus, surgical intervention (valve-in-valve, permanent pacemaker), hospitalization/prolonged-hospitalization, device embolization, perivalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: tavi performance at a single center over several years: procedural and clinical outcomes. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.